Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that they are having trouble turning on the stimulator. Caller stated that it somehow gets turned off and (this has happened before but it has been a while) they will press the button on the top of the controller and it will say it is turning on but then it doesn't. Agent walked caller through checking the battery levels. Caller confirmed controller is 100% and implant is 100%. Caller then connected to the implant and saw settings not available (59) on group b. Agent reviewed with caller that this is an out of regulation error and redirected to hcp. Agent had caller switch to a different group and caller confirmed they are not seeing the settings not available message; they were able to increase stim on all 4 programs on group c. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.